Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise to high threshold values, and loss of capture. During a lead replacement procedure, the physician discovered a white substance attached to the rv electrodes. An infection was suspected, and the pacemaker system was removed. Cultures were taken, and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.